Event description:
It was reported that the ureteral access sheath "exploded in the patient during surgery." The kidneys were flushed but it is unknown if all the pieces were removed. The patient went home the same day and no patient injury was reported by the user facility.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The complaint device was not returned, however, a similar device that was not used was returned for evaluation (reported on MDR 2090040-2012-00027). The second device that was returned for an evaluation was received in the original sealed sss packaging. The sheath was observed to be flaking off the catheter and blue debris was loose inside the packaging. According to the original manufacturer's (om) instructions for use (IFU): "to minimize resistance during advancement, ensure the hydrophilic coating on the dilator and sheath is activated with saline or sterile water prior to placement." Based on the om 510(k) summaries, the device has an acrylamide coating which is soluble in water and alcohol. Based on the returned condition of device number 2 (reported in MDR 2090040-2012-00027), it is likely that the reported event refers to a large number of flakes coming loose from the shaft of the device at one time. The potential root causes include: flaking shaft material due to removal of the hydrophilic coating as a result of processing. Flaking shaft material due to an om defect. Flaking shaft material due to inspection processes used during processing. None of the potential root causes may be excluded based on the provided materials. Although it is possible the alcohol wiping performed during the processing of open-but-unused devices may have facilitated the degradation, based on the large number of maude reports for the om, an om defect cannot be excluded. Sss has removed all coated navigator ureteral access sheaths from our open-but-unused process. This is the first complaint of this nature that sss has received.